Event description:
This case was reported by a consumer and described the occurrence of loss of strength in a (B)(6) female pt who received gsk denture adhesive (formulation unk) (super poligrip) for an unk drug indication. A physician or other health care professional has not verified this report. On an unk date, the pt started gsk denture adhesive (formulation unk). At an unk time after starting gsk denture adhesive (formulation unk), the pt experienced loss of strength, feeling unwell, adverse event and death of unk cause. At the time of reporting, the events were fatal. The pt died on (B)(6) 2011 from unk cause of death. An autopsy was not performed. This case was reported by an acquaintance of a consumer and described the experiences of no strength and never felt good when using super poligrip. Consumer reported that her friend had to have her blood checked monthly and she did not know the reason as to why the blood needed to be checked. Consumer then reported that her friend passed away on (B)(6) 2011 and the cause of death is unk. I asked consumer if super poligrip had anything to do with her friend's death and she said that she doesn't know nor does she know the cause of death. Consumer reported that her friend had to have blood work taken monthly because she never felt well. Consumer was unable to provide any further detail as to the dates when this happened.

Manufacturer narrative:
Super poligrip is mfg in (B)(4), and neither the product not lot number for this product is available. (B)(4).